Event description:
It was reported that during a routine device replacement procedure, the physician accidentally cut the left ventricular (lv) lead. The lead was capped and not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead - (B)(6) 2008; 6947 implantable tachy lead - (B)(6) 2008.